Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that while the user was handling the device, leakage occurred from the biopsy channel, which led to water invasion of the device, causing abnormality of electronic parts. As a result, the suggested event occurred temporarily. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic image; perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. When inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the slit of the single use biopsy valve. Otherwise, the single use biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endo therapy accessories with excessive force may damage the instrument channel or endo therapy accessories and could cause some parts to fall off and/or cause patient injury." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite bronchovideoscope displayed a b30 - scope communication error message. The issue was found when preparing the scope for use in a diagnostic tracheoscopy procedure. There was no delay and the procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the b30 scope communication error message was not confirmed. Evaluation did find the instrument channel was leaking, the control section was immersed and corroded, and the scope connector was immersed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.